Manufacturer narrative:
The failure investigation has been completed and the alleged error 42 issue was verified. The failure investigation has been completed and the alleged unexpected shutdown issue was verified in the pump logs; however, no failure was identified.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. Additionally, it was reported that the pump unexpectedly shutdown. Customer's blood glucose level was 145 mg/dl. Reportedly, the customer reverted to manual insulin therapy.